Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of unexpected restart alarm on her son's insulin pump. The customer's blood glucose level at the time was unknown. Troubleshoot was conducted. The customer's alarm history showed the presence of an external ram crc error, unexpected restart alarm, and spanish software anomalies. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed error test and self-test. The insulin pump had multiple alarms in alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.